Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. No button error alarm noted. The insulin pump has minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 288 mg/dl. Customer's mother stated she would treat the customer's blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.